Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 08/11/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/05/2014 with the following findings:the display screen was found to be dim and discolored. Unrelated to this complaint, the battery compartment was observed to be cracked. A battery cap was not returned with the pump; a test battery cap was used during all steps of the evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that there was a display issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.